Event description:
After a thermage treatment to the face the patient experienced blisters which caused discomfort and redness. Chlorsig and ointment were used to treat the area. Energy level is unknown. 1200 reps. The tip was inspected every 50 shots. This incident is not a serious injury per the medical reviewer.

Manufacturer narrative:
Corrections:event, and manufacturer name, city and state.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. Final test verification specifications are acceptable. No non-conformities or anomalies were found related to this complaint when reviewing the device history record. The lot history, trend analysis, risk analysis and/or directions for use review are considered acceptable, with the product performing within anticipated rates. Based on the evaluation of the system log data, the thermage handpiece and system performed as expected. The thermage system has software safeguards (such as a power on self-test) that will trigger error/event codes should system be outside of acceptable limits. Errors indicate a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, and then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will display text with instructions for the operator indicating what action may be required to resolve the issue. Failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. The thermage treatment tip was evaluated, and passed flow, leak, and thermistor testing. The tip failed visual testing due to dents on tip surface and the observation of dielectric breakdown. No functional test was performed due to dielectric breakdown being seen. Investigation found flames or sparking from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Both the thermage user manual (p009240-04 rev. A) and technical bulletin tb-19 instructs the operator to inspect the treatment tips for any signs of physical damage prior, during, and after treatment. With respect to all thermage systems clinicians should frequently inspect the tip membrane during treatment for signs of breakdown and build-up of foreign substances. With respect to the cpt system, solta recommends that a tip membrane inspection be performed at the outset of the procedure and every 50 (fifty) pulses thereafter. A medical review of this case determined no serious injury occurred. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. Based on the available information, burns, blisters, scabbing was most likely caused by damage on the tip membrane along the rf trace. The source of the damage cannot be determined. Trending will be performed to monitor this issue.

Event description:
After a thermage treatment to the face, the patient experienced blisters which caused discomfort and redness. Chlorsig and ointment were used to treat the area.